Manufacturer narrative:
(B)(4).

Event description:
Sandra roberts contacted technical services to report rv lead impedance out of range (> 2000 ohms). Asymptomatic patient presented in clinic. Patient has had intermittent high ventricular lead impedances beginning in february. Measurement today was 500 ohms. Isometrics and pocket manipulation showed no noise or impedance changes. The patient will be followed normally.